Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced recurrence and it was reported there was no mesh present within the defect. Intervention is unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.